Event description:
Manufacturer representative reported pt with itrel 3 spinal cord stimulation system was recently exposed to a security system wand and developed increased stimulation with shocking. Representative states the sensation was so strong the pt fell. Since interaction stimulation has changed which required reprogramming of parameters and electrodes and now the battery is depleted. Manufacturer representative stated the device will be explanted and replaced.